Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the device evaluation found the covering of the knife wire was peeled and dislodged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the coating of the cutting wire was torn which came into contact with the distal end of the endoscope when the forceps elevator was raised, an electric conduction was activated which led the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. The most probable cause of the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the wire broke off from the subject device during a therapeutic procedure (endoscopic sphincterotomy (est). The intended procedure was completed using a similar device. There were no reports of patient harm.